Event description:
It was reported that the patient's scs leads have high impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The patient's leads were explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.